Manufacturer narrative:
Qn#(B)(4). The returned device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the doctor found that the jaw of the applier cannot be opened after ligating the vessel. Another instrument was used to open the jaws. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot in march of 2014. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Reported event: the doctor found that the jaw of the applier cannot be opened after ligating the vessel. Another instrument was used to open the jaws.the patient's condition was reported as fine.